Event description:
It was reported that during preparation, the guidewire was broken when removed from the dispenser hoop. Another guidewire was used to complete the procedure. No patient involvement was reported.

Event description:
It was reported that during preparation, the guidewire was broken when removed from the dispenser hoop. Another guidewire was used to complete the procedure. No patient involvement was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the transend guidewire was received in two fragments. The proximal fragment was measured to be approximately 94.0 cm in length and the distal fragment was measured to be approximately 104.7 cm in length. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent at the fractures site. From the condition of the guidewire at the fracture site, it appears that the guidewire separated due to excessive bending. The guidewire was examined, and it was found to be bent on several other places along its polytetrafluoroethylene (ptfe) length. The guidewire was also bent on its polysleeve at approximately 14.0cm from its distal tip. No other anomalies were noted with the guidewire. The bending and fracture on the guidewire appeared to be due to excessive manipulation. Functional testing could not be performed due to the anomalies found on the returned product. The reported complaint was confirmed based on the visual inspection. Additional information provided in the complaint indicates that there was no damage noted to the packaging and the guidewire was confirmed to be in a good condition during/after unpacking and preparation. The guidewire was broken while retrieving the wire out of the hoop. Since it was stated that resistance was encountered when removing the guidewire from the dispenser hoop, it is possible that the guidewire and hoop was not properly flushed during removal; however, the additional information indicated that the guidewire was prepared as per direction for use (dfu); therefore, an assignable cause of undetermined has been assigned to the reported events 'nv - guidewire broken/fractured, and to the analyzed event 'nv - guidewire kinked/bent'. Expiration date: added, device evaluated by mfg: updated, summary attached: updated, manufacturing date: added.